Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported.

Event description:
(B)(4). The dentist reported that, 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The 45 ncm of primary stability was achieved. No further information was provided.